Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI, the device reached elective replacement indicator (eri) level. Technical support was contacted and confirmed a diagnostic anomaly occurred which resulted in a false eri. The device was re-interrogated to resolve the event. The patient experienced no adverse consequences.